Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties loading the cartridge with insulin. Customer's blood glucose ranged from 90-120 mg/dl. No additional patient or event information available.